Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the laser probe was too large to be inserted into a 25g trocar during a surgical procedure. The laser probe was replaced to complete the surgery. There was no patient harm.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample found excess adhesive on the nitinol-cannula junction. The laser probe stuck when inserted into a 25 gauge trocar cannula replicating the reported event. The 25 gauge illuminated flex curved laser probe was manufactured on february 28, 2018. There were 930 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the excess adhesive on the nitinol-cannula junction. The manufacturer internal reference number is: (B)(4).